Event description:
It was reported that, this right ventricular (rv) lead was explanted and replaced due to insulation impairment and loss of capture (loc). The rv lead will be return for analysis. No additional adverse patient effects were reported.